Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a jagwire guidewire was used on (B)(6) 2012 during an endoscopic biliary lithotripsy procedure. According to the complainant, during the procedure while attempting to insert the guidewire into the cannula, the distal tip of the device broke off, exposing the tip of the metal core wire. No pieces detached inside of the patient. The procedure was completed using another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as good post procedure.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012, that a jagwire guidewire was used on (B)(6) 2012, during an endoscopic biliary lithotripsy procedure. According to the complainant, during the procedure while attempting to insert the guidewire into the cannula, the distal tip of the device broke off, exposing the tip of the metal core wire. No pieces detached inside of the patient. The procedure was completed using another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as good post procedure.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a jagwire guidewire was used on (B)(6) 2012 during an endoscopic biliary lithotripsy procedure. According to the complainant, during the procedure while attempting to insert the guidewire into the cannula, the distal tip of the device broke off, exposing the tip of the metal core wire. No pieces detached inside of the patient. The procedure was completed using another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as good post procedure.

Manufacturer narrative:
A visual examination of the returned device revealed that the tip of the guidewire had detached, exposing the corewire. The presence of adhesive remnants was found indicating that the pebax was properly attached to the corewire. The ptfe jacket was found peeled exposing the core wire. The outer diameter measurements of the guidewire indicated that the guidewire was within specification. It is possible that due to anatomical/procedural factors encountered during the procedure, performance was limited and may have contributed to the failures. Therefore, operational context is the most probable root cause for this incident.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event that the tip of the device detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.